Event description:
Additional information noted that the patient presented remotely on (B)(6) 2019. Upon investigation, it was noted the implantable cardioverter-defibrillator inappropriately induced arrhythmia. The device was able to successfully send a shock to treat the arrhythmia. Further investigation noted the implantable cardioverter-defibrillator exhibited crosstalk, pseudo-pseudofusion, undersensing, and oversensing myopotentials. The patient presented in clinic on (B)(6) 2019 and (B)(6) 2019 and had the device reprogrammed during both visits. The patient was fine and reportedly had no troubles to begin with.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the implantable cardioverter-defibrillator exhibited oversensing episode. Low level, high frequency noise that was inhibiting pacing was noted. The possibility of myopotential oversensing was considered. Programming changes were discussed. The patient was stable and would be monitored.